Manufacturer narrative:
The patient did not experience serious injury. There is no device malfunction; therefore, this device is no longer considered reportable. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient did not experience serious injury during the trial and the issue did not require surgical intervention; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000174974.

Event description:
It was reported that patient experienced excessive bleeding during scs trial. As a result, the trial leads were removed early on (B)(6) 2025 to address the issue. The bleeding issue has since been resolved. It is unknown which lead was impacted.